Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device was still in the box and was unable to be interrogated. The device was not used. No patient complications have been reported as a result of this event.